Event description:
It was reported that the customer experienced a cracked or shattered touchscreen on their pump due to it being dropped and hitting the ground. Despite the damage, the customer could still interact with and read the pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the pump. Customer reverted to an alternative method of insulin therapy.